Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient's pump was explanted and replaced.

Event description:
On 2025-jul-23, additional information was received from an healthcare professional (hcp). It was reported the patient's pump was removed on (B)(6) 2022 due to an infected pump site. A new pump was implanted on (B)(6) 2025. The patient experienced the following symptoms; pump site red, swollen, tender to palpation. The cause of the pump replacement was "infection at pump site, in 2022." The reported resolution; no signs of infection with new pump placement. The pump was discarded.

Manufacturer narrative:
H6. The previously reported annex codes a26, b20 and e2403 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.